Event description:
Dealer says the foot motor does not go up or down. He says it is stuck halfway up. Needs motor and pendant. (B)(4).

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.